Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that the patient reported that for the past 2-3 weeks, they'd been getting up a lot more and they hadn't been feeling the stimulation anymore. Patient stated in the past, they'd been able to feel the stimulation on occasion however now, they weren't able to feel it at all. The patient stated they were going on a trip soon, and that their symptoms had been pretty consistent up until this point when they seemed to start returning, so they went to check their settings and they were at 2.0 ma on program 2 and when they tried to increase the stimulation, they saw a message that said "system is operating at maximum settings. Therapy cannot be increased" so they went down 1.9 ma and then they couldn't increase past 1.9 ma. Patient stated they tried switching to program 1 and couldn't increase past 0.3 ma without getting the message. Patient stated they'd tried other programs as well and now couldn't get past 0.3 ma. The patient denied having had any falls or traumas recently and stated they'd also not had any procedures done recently. Patient services redirected the patient to follow up with their managing healthcare provider(hcp) to further address the issue but the patient stated that wasn't going to happen for now because they were leaving town soon though they were going to see a new hcp at the va later in march so they would just have to go without the therapy until then. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the manufacturing representative (rep) checked their impedances and there weren't any. They also said the lead may have come loose. The cause of their issues of not feeling stimulation, maximum settings message, and their inability was not known, but it could be due to the loose leads to the implanted device. The issue was no yet resolved. They were getting a replacement on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.